Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 560 mg/dl. And 162 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. They experienced nausea and felt exhausted and tired due too high blood glucose level. The customer treated high blood glucose level using the insulin pump. The insulin pump was on auto mode at the time of incident. The customer alleged the insulin pump for under delivery due to high blood glucose levels. The insulin pump passed self test. The insulin pump will not be returned for analysis.